Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue exhalation differential pressure transducer (pt802).

Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed in the event logs that a transducer fault had occurred. The reported issue was resolved by replacing the main printed circuit board (pcb) and the compressor turbine board. After performing the operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer left a note connected to a vela ventilator that the device had been alarming transducer fault. At this time, it is unknown if there was any patient involvement associated with the reported malfunction